Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for fibrin with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for fibrin with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that upon thawing fibrin was discovered with a bd vacutainer® barricor¿ lh plasma blood collection tubes. This occurred on 200 separate occasions after use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: they have send the samples from norway to sweden frozen. When thawing up in the laboratory, customer start to see fibrin in plasma which stops the procedures at the customer.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that upon thawing fibrin was discovered with a bd vacutainer® barricor¿ lh plasma blood collection tubes. This occurred on 200 separate occasions after use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: they have send the samples from (B)(6) to (B)(6) frozen. When thawing up in the laboratory, customer start to see fibrin in plasma which stops the procedures at the customer.